Manufacturer narrative:
Evaluation results: the customer's report was attributed to extreme internal liquid damage on the main board and electrode connector. Fluid liquid ingress was established as the source of the internal damages to the device. The main board and electode connector were replaced. The main board was deemed unrepairable and was scrapped. It could not be firmly established how the ingress of fluids occurred. The device was recertified and returned to the cusotmer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.